Manufacturer narrative:
The catheter was not returned for evaluation. Without return of the device we are unable to definitively determine the cause for the reported experience. Citation: zhao, peng-lai, ma jun, huang qing-jiu, et al. "Clinical application in the embolization of cerebral arteriovenous malformation with onyx." Jc neurosurg. Vol 5 no 4; dec 2008.

Event description:
Medtronic received information through literature review that there was one case with difficulty to withdraw the microcatheter. There were three catheters mentioned in the article (ultraflow marathon and rebar); however it is unknown which of the three catheters was difficult to withdraw.